Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that the pri start did not function. This condition was found in the maternity ward upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that the pri start did not function was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period.